Manufacturer narrative:
Patient identifier: (B)(6). Initial reporter facility name: (B)(6). Initial reporter address 1: (B)(6).

Event description:
(B)(6) clinical study. It was reported that an occlusion occurred. The subject was enrolled in the eminent study on (B)(6) 2019 and the index procedure was performed on the same day. The target lesion was located in right distal superficial femoral artery (sfa) with 100% stenosis and was 80 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm and was classified as tasc ii b lesion. Target lesion was predilated followed by placement of a 6 mm x 60 mm and a 6 mm x 40 mm two study stents. Following post dilation, residual stenosis was 0%. On (B)(6) 2019, the subject was discharged with antiplatelet therapy. On (B)(6) 2021, the subject presented due to calf claudication and upper leg claudication in the right leg with a walking distance of maximum 200 meters. On the same day, the subject was hospitalized for further evaluation and treatment. The subject was diagnosed with peripheral arterial occlusive disease (paod) fontaine iib stage. Rutherford clinical symptom stage was at 3, predominantly on the right. Physical examination findings revealed peripheral pulse is difficult to palpate and no wounds or lesions on either side. On the same day, pre-interventional angiography on the right shows a change in the proximal segment of the superficial femoral artery, then shows a long-segment occlusion that also includes the stented region with reperfusion in the p1 segment. No stenosis of the popliteal artery. Duplex ultrasound confirmed in stent re-occlusion of the superficial femoral artery and a moderate origin stenosis of the right deep femoral artery. Dual antiplatelet therapy with clopidogrel and asa was started during the intervention. On (B)(6) 2021, 100% stenosis in proximal to distal sfa with 250 mm lesion length and reference vessel diameter of 6 mm was predilated with 4 mm x 40 mm sterling balloon. Following predilation the lesion was treated with a non-boston scientific thrombectomy system, post residual thrombi were seen in the proximal sfa. The lesion was then post dilated with 6 mm x 250 mm non-boston scientific balloon followed by 7 mm x 140 mm and 7 mm x 100 mm non-boston scientific stent placement. Post the stent placement, the lesion was treated with 6 mm x 40 mm non-boston scientific drug coated balloon. Post treatment resulting into 0% residual stenosis with good outcome in the angiography and three-vessel lower leg supply still without any relevant narrowing or indication of any embolisms. On (B)(6) 2021, color duplex ultrasound revealed long-segment stenting of the superficial femoral artery, triphasic without any relevant flow acceleration. Popliteal artery including tract and offset of the anterior tibial artery shows triphasic perfusion. On (B)(6) 2021, the event was considered as recovered/resolved and the subject was discharged to home on the same day in a stable condition.